Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted a tip set screw damage and silicone in the a tip set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported when the patient presented for a device box change due to approaching eri, the atrial port set screw had no threading and could not be removed using hex tools. The atrial lead was cut and the device was explanted. Patient did not experience any adverse consequences.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.